Event description:
It was reported by customer that an issue occurred while using a tpt1000 thora para 8fr catheter drainage tray, in which the three way stopcock had an air leak that prevented the vacuum to work appropriately. To complete the procedure, an additional tray was opened and a different stopcock was used. No patient harm or staff injury was reported as a result of the issue.

Manufacturer narrative:
H11: one catheter was provided to the quality team for investigation. Upon visual inspection, the reported failure could not be recreated. Functional testing was performed using the tpt catheter device leakage test, and no leakage was observed. Based on the evaluation completed, the reported issue could not be replicated. As a result, the reported failure could not be confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001606773 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), h2 (correction additional information, and device evaluation). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device was returned. The investigation is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that an issue occurred while using a tpt1000 thora para 8fr catheter drainage tray, in which the three way stopcock had an air leak that prevented the vacuum to work appropriately. To complete the procedure, an additional tray was opened and a different stopcock was used. No patient harm or staff injury was reported as a result of the issue.